Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm tubing was defective on (B)(6) 2025, a patient underwent laparoscopic anterior rectal resection. Arterial monitoring was required prior to general anesthesia. During the arterial puncture procedure, the arterial cannula tubing ruptured, resulting in a failed puncture. After promptly replacing the arterial cannula, a second puncture attempt was performed and was successful. The patient did not sustain any physical or psychological harm. No other instruments were used in conjunction with the arterial cannula.